Event description:
It was reported that during preventive maintenance of the cs300 intra-aortic balloon pump (iabp), during the initial start up the unit alarmed for autofill failure. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter in is: (B)(6). The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue was not available to provide the repair information after making gfe attempts. The customer's clinical engineering reported that there was no problem with this device. No additional information could be obtained.

Event description:
N/a